Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was received for investigation. The sleeve was not holding in the drill guide. Visual inspection showed that the retention ball fell out of its seat and was missing. Due to the missing part, the evaluation could not be completed and the root cause could not be determined.

Event description:
It was reported that the retention pin fell out. The part no longer holds in the drill guide.